Event description:
It was reported that during a colectomy procedure, the retractor tore on two of the devices. Both were from the same lot number. They pulled a new device from a different lot to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.